Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the clear tubing that connects the c ring on the vasoview hemopro 2 broke off in the patient's leg. It was retrieved using pick-ups. The break occurred during cutting/ligation; however, the break didn't occur while retracting cannula from leg. There was no additional bleeding and they did not have to enlarge the incision. The c ring was not manually manipulated before the case, the dissection tip was used for the tunnel and a fasciotomy wasn't being performed. A replacement device was used to complete the procedure.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review could not be performed as the product lot number is unknown. Internal complaint number - number (B)(4).